Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles around the luer lock. There was no reported impact to the customer's blood glucose level. Recommendation was made for the customer to prime the tubing to remove air bubbles.